Event description:
Facility reported that head of bed goes up but slowly goes back down. No injury reported.

Manufacturer narrative:
Technician found that the head of bed would slowly drift down. Found CPR foot lever was stuck under the plastic cover. Realigned the lever to resolve this issue.